Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. Investigation on-going.

Event description:
It was reported, that the device stopped working while on patient. No health consequence of the patient was reported. If the respiratory pressure (incl. Peep) drops to ambient pressure, a deterioration of the health status cannot be ruled out in patients with difficult lung/ventilation conditions.

Event description:
It was reported, that the device stopped working while on patient. No health consequence of the patient was reported. If the respiratory pressure (incl. Peep) drops to ambient pressure, a deterioration of the health status cannot be ruled out in patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation was based on the reported event and onsite examination of the affected oxylog 3000 with serial no. (B)(6), produced in sept. 2005, via a dräger service technician. There was no further information available. Unfortunately, our requests were not answered and a logbook was not available for the investigation. During the onsite examination of the device, no device malfunction could be detected. Device checks according to manufacturer specs passed without further deviations. As no further information was received, it is unclear if the device stopped during ventilation or not. In case of a technical problem (e.g. Stopped working) the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device must be used instantly, as described in the IFU. Based on the available information, finding a specific root cause for the reported event is not possible. No patient health consequences were reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.